Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID: 6949-58 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had an electrical reset. The device was at end of service (eos) and was explanted and replaced. It was further reported that the right ventricular (rv) lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.